Event description:
Implant did not integrate.

Manufacturer narrative:
The implant was returned and evaluated. It was found to be clean and to meet specifications. Infection remains the probable cause of failure.